Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer's screen was dark and the liquid crystal display was therefore replaced. Analysis also found that the latch tab on the power cord door was broken as was the keyboard latch and the power cord bay and keyboard were both replaced, and that the device failed analog functional tests and therefore the link electronic module board was replaced and recalibrated. (B)(4).

Event description:
It was reported that the programmer's display screen was dark. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.